Manufacturer narrative:
Additional info: in the initial MDR, it was reported that the patient underwent a vitrectomy and surgery date was (B)(6) 2016. In further follow up with the customer, the patient's gender was provided as male and it was clarified per their log record, that there was no indication of a vitrectomy occurring. Further noted was that there were no issues recorded and no information on the extent of the patient contact. Customer noted that this event occurred back in (B)(6). Patient surgery date was (B)(6) 2016. The patient's date of birth was found on the patient record, (B)(6) 1957. The physician name was updated per patient record. No further information was available or provided. Updates: date of birth: (B)(6) 1957. Gender/sex: male. Date of event: (B)(6) 2016. If implanted; give date: (B)(6) 2016. If explanted; give date: (B)(6) 2016. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed on a patient after an intraocular lens, model zcb00, was implanted. The lens was removed. There was no capsule tear, no incision enlargement, and no patient injury. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was received with a large cut from the lens edge across the optic. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal process¿. There was no specific issues reported for the lens reported, therefore the complaint issue could not be verified in the returned product. Manufacturing records were reviewed and the lens was manufactured according to specification. The review identified no non-conformance reports (ncr) associated with this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. There is no product deficiency, nor malfunction issue reported, the returned product did not confirm the reported patient treatment code. All pertinent information available to abbott medical optics has been submitted.